Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA. Upon further investigation of the reported event, the following information is new and/or changed: (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Method code #1: 11 testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 analysis of production records. Method code #3: 4114 device not returned. Results code: 3259 improper physical structure. Conclusions code: 4307 cause traced to component failure. The sample was not returned for evaluation. A retention sample from the same product/lot number was tested and found to be functioning properly. An engineering investigation and CAPA have been initiated to determine a definitive root cause. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during prime, the arterial thermistor on the oxygenator did not record the temperature. The user facility tested the cable on the venous thermistor port and it recorded the temperature. No consequences or impact to patient. Product was not changed out. Procedure was completed successfully.